Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 04-dec-2022 to 03-dec-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that system drawer failed during the procedure. By the time the field service engineer arrived, the issue had already been resolved. The system functioned as intended after troubleshooted by the field service engineer.

Event description:
It was reported when using the bd pyxis medstation system cubie drawer failed during a stress test procedure. The customer stated that there was a delay of 10 minutes in retrieving the medication for lexiscan, which is not classified as critical medication. There were no adverse events or injuries reported based on this event.

Event description:
It was reported when using the bd pyxis medstation system cubie drawer failed during a stress test procedure. The customer stated that there was a delay of 10 minutes in retrieving the medication for lexiscan, which is not classified as critical medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station had a failed drawer. By the time the field service engineer arrived, the issue had already been resolved. The system functioned as intended after the field service engineer troubleshooted the device.